Event description:
It was reported that this right atrial (ra) lead was found to have dislodged the day after initial implantation. The dislodgment was confirmed via x-ray imaging. This lead was subsequently repositioned successfully and remains in service. No additional adverse patient effects were reported.